Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi31000156, serial/lot #: unknown; product ID: bi31000171, serial/lot #: rev. 2 : s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the f10 fuse had blown. This was a different fuse than originally blown. The standalone board was replaced and also the standalone relay. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: 10, 4203, 4307. The pcba bi31000171 isolated stand alone (rev. 2 : s/n (B)(4). Was returned for analysis. Analysis found no fault. The pcb was standalone bench tested and the device functioned as expected. Evaluation codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative (rep) went to the site to test the equipment. Testing revealed that there were blown fuses, that the hand switch had a rattle inside, the inner covers were severely damaged, and a damaged side cover. The fuses were replaced. The system passed system checkout and was functioning as expected. Fdr 4203 pertains to the blown fuses and fdr 180 pertains to the damaged covers and rattling hand switch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that the o-arm was stuck initializing and would not fully boot up. There was no patient involvement.